Manufacturer narrative:
Concomitant medical products: product ID 3776-45, serial# (B)(4), product type lead; product ID 3776-45, serial# (B)(4), product type lead.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain. It was reported that the patient fell backwards onto their back from some scaffolding. The patient experienced shocking in their back where the leads were located and below. The patient was taken to the ER and all impedances were found to be greater than 10,000 ohms. A CT scan was taken and it did not show any lead migration. The stimulation had been shut off and all programs were turned to 0v. It was noted that the patient continued to feel stimulation. The manufacturer representative left the emergency room to get an ins recharger to interrogate the ins, but by the time they returned, the emergency room doctor had decided that the ins needed to be removed right away. The surgeon explanted the ins by cutting the leads and removing the battery. The leads were left implanted. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that when the patient fell, they landed directly on their ins in their back. It was reported that the shocking and stimulation sensation was resolved after the battery was removed. No further complications are anticipated.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomalies. Analysis of the leads ((B)(4)) found no significant anomalies.: conclusion code 11 no longer applies. If information is provided in the future, a supplemental report will be issued.